Event description:
It was reported that a user experienced Bluetooth connectivity issues between the iLet and a Dexcom G7 continuous glucose monitor (CGM) sensor, with a pairing failed alert and subsequent loss of CGM readings; the user entered a fingerstick value and extended dosing while the iLet attempted to reconnect. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. Investigation included communication with the user, review of alarm history, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure between the CGM and the iLet, involving the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.